Event description:
Stent was implanted. There was a mild hematoma at the groin sight. There was no chest pain or any other symptoms. However, 15 mins prior to death, the pt became short of breath with tachycardia, low blood pressure, o2 sat-84%. The pt expired. The doctor suspected pulmonary embolus.